Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection of the returned lens sample showed that the lens was cut in half, most probably to make explant possible. The complaint cannot be confirmed. Considering the condition of the returned lens, no further investigation was possible. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explantation of the intraocular lens was due to impaired vision and glare; the patient's visual acuity was 2100. The surgeon implanted a z9002 with a diopter of 25.5. There were no complications such as capsule tear, incision enlargement, or vitrectomy. Reportedly, patient is doing fine. No further information was provided.

Manufacturer narrative:
The manufacturing record review was performed. There were no non conformances with respect to the final product release process. There are no associated non-conformity reports or deviations related to the complaint type were generated during the manufacturing process of this lot. The in-line optical inspection data shows the lens is within specification in terms of optical power. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.